Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient was admitted to the hospital through the emergency department on (B)(6) 2024 , following complications of elevated blood sugar levels and diabetic ketoacidosis. Patient's glucose level was measured at 721 mg/dl. The patient experienced gastrointestinal distress, including nausea, emesis, and abdominal discomfort. Treatment was initiated in the intensive care unit, where the patient received 2 liters of intravenous fluid therapy and continuous insulin infusion, administered at a rate of one unit per 8 hours. Patient was released after 1 day of hospitalization. No further information available.